Event description:
It was reported that a vns pt developed a "gross swelling on the incision on the left neck" and a discharge from the chest after implant surgery. The rptr indicated that the pressure against the trachea and vocal cords from the swelling had ultimately resulted in voice alterations, dysphagia. The pt was admitted to the hosp and wound cultures results indicated that the pt had developed a "staph infection". Antibiotics were administered and the infection reportedly began to dissipate. Later, the pt was evaluated by an ear/nose/throat (ent) physician who diagnosed the pt with left vocal cord paralysis (midline). The physician reportedly stated that the "right vocal cord was starting to compensate for the left" and that vns stimulation might be good for the paralysis "because it would stimulate the vocal cords." Good faith attempts for add'l info have been unsuccessful to date.